Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that as the rn was attempting to hang a rituxan infusion the tubing set separated and leaked when the pump module fell completely off of the pcu with the tubing set inside the module. When the pump module fell, the tubing set separated at the upper fitment. The customer further reports that there was no damage caused to the lvp. There was no patient harm.

Event description:
The customer reported that as the rn was attempting to hang a rituxan infusion the tubing set separated and leaked when the pump module fell completely off of the pcu with the tubing set inside the module. When the pump module fell, the tubing set separated at the upper fitment. The customer further reports that there was no damage caused to the lvp. There was no patient harm.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer complaint of tubing separation and leakage was confirmed. The customer¿s photo was evaluated and the reported event of set separated was observed to be from the silicone segment to the upper fitment. The root cause of the customer' s report was not identified.